Manufacturer narrative:
The overheating had occurred in the mist of a surgical procedure performed at operating theatre and may have been responsible for a latrogenic burn on a patient lower lip. During evaluation of the handpiece, it was found the overheating came up due to high friction, the blocked ball bearing. Evaluation findings: debris level of this handpiece was high. Bearing blocking fuller debris, coagulated blood, corrosion.

Event description:
A dentist was performing a surgical procedure where the pt was burned on the lower lip.